Manufacturer narrative:
The leaflets tears seen at explant were confirmed. All three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflet 1. No inflammations or significant calcifications were present. The cause of the tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Additional information sections.

Event description:
In 2014, a 23mm trifecta valve was implanted. On (B)(6) 2020, the patient experienced ongoing strong chest pain with vasovagal reaction and was admitted to the intensive care unit (ICU). Aortic regurgitation was observed via emergent coronariography. On (B)(6) 2020, the valve was explanted due to aortic insufficiency observed on echo. Upon explant, almost complete detachment of the three leaflets and a non-coronary leaflet tear was observed. No patient consequences were reported and the patient was discharged from the hospital in stable condition. This event was also reported in the literature article "first report of a trifecta bioprosthesis sudden onset three leaflet detachment."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2014, an unknown sized trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to aortic insufficiency observed on echo. Upon explant, a non-coronary leaflet tear was observed. No patient consequences were reported.